Event description:
The customer stated that she was hospitalized with blood glucose levels greater than 600 mg/dl. Customer stated that her blood glucose levels went from 93 to over 600 mg/dl with no warning. The customer also reported that the hospital lost the minilink. The insulin pump and minilink were removed at the time of admission, and now they cannot find the transmitter. Advised that the transmitter would be replaced as a courtesy. Nothing further was reported.

Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.